Event description:
It was reported that during an ipg replacement procedure (MFR. Report number: 3006630150-2022-05992), the patients paddle lead was accidentally cut and remained inside the body. It was reported that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Event description:
It was reported that during an ipg replacement procedure (MFR. Report number: (B)(4) ), the patients paddle lead was accidentally cut and remained inside the body.